Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. Evidence of contamination was observed on the force sensor assembly. Unrelated to the event the keypad was found to be damaged and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.